Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Migration is a known potential adverse effect per device IFU and can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level, sparsely calcified native anatomy providing insufficient anchoring, asymmetrical root calcification, under expansion of the valve and others. Per the instructions for use (IFU), coronary occlusion is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). A contributing cause of the coronary occlusion was likely the migration. Cardiac arrest is a known potential adverse effect per device IFU. In this case, the migration and subsequent occlusion were likely contributing causes. The cause of death was not reported and it was unknown if an autopsy or explant was performed. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient experienced thoracic pain. An echocardiogram was performed and no pericardial effusion or paravalvular leak (pvl) were noted. The patient went into cardiac arrest. The patient was intubated and cardiopulmonary resuscitation (CPR) was performed. The patient subsequently died. The valve had migrated, blocking coronary blood flow to the right coronary artery. A post-mortem scan performed showed that the valve had moved aortically, and was double fixated in the ascending aorta and the annulus, blocking coronary blood flow to the right coronary artery. It was noted that the area of the annulus was diameter was 20.7 millimeter (mm), the diameter of the sinus of valsalva (sov) was 26 mm, and the height of the coronary arteries was 15 mm and 14 mm.